Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said she could no longer feel stimulation in her back. A manufacturer's representative (rep) reprogrammed the patient. The leads mostly elicit right rib stimulation. The rep suspected lead migration, however they were able to reestablish good coverage so no further intervention anticipated. The issue was resolved.